Manufacturer narrative:
(B)(4) - sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a check final line alarm, which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had home patient (hp) push in spike to final line bag and twist. Tsr had hp restart the prime. Homechoice (hc) was now primed and ready for hp to connect. Homechoice (hc) was operational. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The patient was able to resume therapy with the actual product and the issue was resolved over the phone. Therefore, the sample was not requested. An engineering quality review was completed for this report of a check final line alarm. The report was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the alarm was undetermined but resolved by repositioning the product. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.